Event description:
During non-ischemic ventricular tachycardia (non-isvt)-right/pvc ablation procedure with a thermocool smarttouch sf (stsf) catheter, the patient experienced pericardial effusion treated with pericardial puncture. It was reported that during a pvc/non-isvt (right) case, and after ablation with a stsf catheter in the right ventricular outflow tract (rvot), a pericardial effusion was identified. The patient was stable after the pericardial puncture. The maximum force value 48g. The case was complicated because the pericardial effusion was identified after ablation and during verification time. The procedure was successfully completed. No fragments were generated. Additional information was received, and it was indicated that the physician¿s opinion on the cause of this adverse event was that ¿sometimes it happens¿. The outcome of the adverse event was fully recovered (no residual effects). The energy source used when the adverse event occurred was radiofrequency (rf). No generator/pump malfunction was reported. No ablations were performed within nor outside the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31632674l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).